Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going h3 other text : device not returned

Event description:
Country of complaint: germany. The patient has pain and the wound show healing disturbances / redness. Surgeon start a re-laparotomy. Re-surgery shows a wound dehiscence and the suture was almost completely dissolved.

Manufacturer narrative:
Samples received: there are no samples available. Analysis and results: there are no previous complaints of this code batch. We manufactured and distributed in the market (B)(4) units of this code batch. There are no units in our stock. We have not received any sample for analysis. Without any closed sample we cannot carry out an analysis in order to take a decision. As no samples have been received and no units are available in b. Braun surgical, s.a., we have only reviewed the batch manufacturing record and this product had a normal process and the results during the process fulfill usp/ep and b.braun surgical requirements. On the other hand, reviewed the complaint history record of the products manufactured with the same thread raw material batch as the one used in this product, there are no other complaints in any of the other products. Remarks: as indicated in the instructions for use of this product, "the following side effects may be associated with the use of this product: transient local irritation, transient inflammatory foreign body reaction, enhanced bacterial infectivity, wound dehiscence, granulation, hardening of tissues (subcuticular sutures)." Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. We regret any inconvenience this issue may have caused and thank you for your collaboration. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.